Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received final analysis found a short circuit between the lead coils, caused by damaged distal insulation. Suture and cut marks were found on the proximal insulation at 17.1 cm and 17.7 cm from the connector pin.

Event description:
It was reported that post implant, the lead exhibited less than 100 ohms impedance in bipolar and 220 ohms in unipolar. The pocket was reopened, and it was found that the suture sleeve had been tied too tightly, damaging the lead conductors. The lead was explanted and replaced.